Event description:
The user facility reported that during a laparoscopic ovarian cyst removal procedure, a noise was generated, and the image blacked out. The power was turned off and then on again, and the image was restored. The suspect device was able to be used to complete the procedure. There was no patient injury reported due to the event. This is the first of two reports submitted for this event. The second event is captured in the MDR for patient ID (B)(4).

Manufacturer narrative:
The suspect device is expected to be returned to olympus for evaluation but has not yet been received. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, no image due to a dent in the connector electrical contact area. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Specific root cause of the dent in the connector electrical contact area could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not bend the electrical contacts of the video connector by hitting them. The video system center may become unable to connect, or it may lead to a malconnection.¿ olympus will continue to monitor field performance for this device.